Manufacturer narrative:
The manufacturer previously reported a ventilator's lcd screen was replaced due to physical damage and the system board was replaced due to a ventilator inoperative alarm condition. Additional observation by the service technician found the blower motor to have been replaced by the customer prior to returning for evaluation. The customer found the blower to be faulty.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was damaged. There was no harm or injury reported. The ventilator was returned to the manufacturer and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue there was evidence of water ingress.